Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd autoshield¿ duo pen needle exhibited needle retraction failure and led to needle stick injury. Injury was treated in the emergency room.

Manufacturer narrative:
Customer returned (3) sealed 5mm, 30g autoshield duo samples from lot # 8047895, (3) sealed 5mm, 30g autoshield duo samples from lot # 8115672, and (1) sealed 5mm, 30g autoshield duo sample from lot # 7229867. Customer states that there was a needle stick injury because the autoshield duo pen needle failed to retract. All returned samples were tested and all were able to activate properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples/photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (needle stick). Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (unable to activate). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Possible root causes: user error. No evidence of manufacturing related issues were observed on the returned samples.

Event description:
It was reported that bd autoshield duo pen needle exhibited needle retraction failure and led to needle stick injury. Injury was treated in the emergency room.